Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction revision with two 790cc mentor memorygel breast implants and experienced bilateral breast pain and rupture on the left side post-operatively, which was confirmed with a CT scan. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the right side device.